Event description:
It was reported that the unspecified bd pegasus¿ catheter tubing clamp was defective and difficult to close during use. The following information was provided by the initial reporter, translated from chinese: "after the indwelling needle infusion is completed, it is inconvenient to close the clamp with one hand, and it will cause blood return when it is loosened."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pegasus¿ catheter tubing clamp was defective and difficult to close during use. The following information was provided by the initial reporter, translated from chinese: "after the indwelling needle infusion is completed, it is inconvenient to close the clamp with one hand, and it will cause blood return when it is loosened."